Event description:
It was reported to medtronic neurosurgery that during the procedure, the physician found catheter and valve leakage. According to the report, the physician used a new one to proceed with the surgery. The report stated that there were no patient complications as a result of this event.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve component of the returned shunt was patent, and met all requirements for siphon, leak, reflux, preimplantation, and pressure-flow testing. Both the ventricular and peritoneal catheter components of the shunt were patent and met the requirements for leak testing as well. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).